Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 for the treatment of rectocele, cystocele, and stress urinary incontinence and mesh was used. Immediately following the surgery, the patient experienced pain. The patient continued to have various undefined issues and has had 4 to 5 procedures to remove eroded mesh. On (B)(6) 2007 urinary incontinence persisted and the mesh became exposed in the vagina area. A second surgical procedure was performed. On (B)(6) 2008, urinary incontinence continued to persist and a third surgery was required. (B)(6) 2008, a fourth surgery was performed due to the exposure of the mesh in the vaginal area which resulted in painful sexual intercourse. In 2010, a routine visit to family doctor discovered an abscess which had formed in vaginal area. In 2011, a fifth surgery is performed to remove the abscess.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4) vulvar mass occurred. It was reported that the procedures performed on (B)(6) 2007 included a bilateral vaginal repair, extraperitoneal colpopexy, enterocele, rectocele and cystocele repair. By (B)(6) 2007, the physician noted extruded mesh and the patient underwent five subsequent surgeries to treat erosion and mesh-related complications, including a vaginal wall repair on (B)(6) 2007, mesh excision surgery on (B)(6) 2008 and (B)(6) 2011 and a vulvar mass excision on (B)(6) 2008. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4) - mesh exposure, dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure to treat cystocele, rectocele, bilateral para-vaginal defect. It was reported that due to extruded posterior graft patient underwent mesh excision on (B)(6) 2008. Patient also underwent revision of vaginal scar and mesh due to vagina scarring and nerve entrapment secondary to mesh repair surgery on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent excision of extruded posterior graft on (B)(6) 2008.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent mesh removal/revision on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal dryness.

Event description:
It was reported that following insertion the patient experienced vaginal dryness.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis.